Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that the patient was to have a catheter dye study and the health care provider (hcp) wanted to confirm the correct procedure for the dye study, a pump refill and a priming bolus. It was noted the patient had a change in therapy; that the patient felt it was not working like it used to. The hcp had subsequently switched the patient to generic baclofen, then switched her back to lioresal, and they were trying to make sure that the pump was working properly. It was later reported that during the dye study there were catheter access port (cap) complications. The hcp noted that the cap was accessed and the radiologist aspirated blood. The hcp reported that a smaller needle was being attempted at that time, and they suspected that the blood was coming from the skin puncture. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient continued to feel medication was not as effective after the change to brand name medication from generic, and the difficulty aspirating and encounter of blood upon aspiration was due to an unknown cause. It was noted that the pump study and catheter dye study were both completed on (B)(6) 2013. Results of the pump study were not reported. The patient underwent a pump replacement on (B)(6) 2013. The symptom reported was increased spasticity despite dosage increases and medication brand changes. The patient did not require hospitalization and the outcome was ¿no injury¿.

Manufacturer narrative:
(B)(4).